Event description:
The physician was attempting to coil a ruptured 5mm x 3mm right pcom aneurysm with the penumbra coil 400. The physician first attempted to place a 4mm x 8cm complex extra soft but unfortunately the coil would not sit well within the aneurysm. The physician then decided to resheath the 4mm x 8 cm coil and attempted to deploy a second coil, a 5mm x 9cm complex soft. The second attempt was also unsuccessful due to the fact that the coil would not conform well inside the aneurysm and kept herniating into the parent vessel. The physician then decided to remove the 5mm x 9cm with the delivery sheath. During withdrawal, the physician felt resistance as he pulled the coil back into the sheath and ultimately the coil detached from the pusher. The coil broke outside of the patient on the table so there was no patient injury or adverse event. The physician determined that the aneurysm was uncoilable and sent the patient to surgery. This MDR is associated with MDR 3005168196-2012-00289.

Manufacturer narrative:
Results: the shorter of the coils is approximately 9 cm in length and appears to be the coil referenced in the complaint description. It is missing the proximal constraint ball and part of the sr wire is exposed outside the main coil. The longer coil is 13 cm in length. The proximal constraint ball is not present. The unintentional release of the coil reported in the complaint is confirmed. The cause of the release is the break in the sr wire. There is not enough information to determine directly why the wire broke. The complaint notes that the physician felt resistance pulling the coil back into the sheath. This resistance likely caused the physician to apply more tensile force to the coil than it could tolerate, resulting in the sr wire break seen. The second coil returned was not mentioned in the complaint report however, based on its condition, appears to have undergone a similar excess tensile force, eventually leading to a break. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.